Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooling and heating unit would not heat. The device was not changed out as the operator poured warm water into the unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is in progress but not yet concluded.